Event description:
Event description guidant received information that during the device replacement procedure, this pacemaker exhibited a six-to-seven second pause in pacing, after the ventricular lead was inserted into the header of the device. As the distal ventricular serscrew was tightened, the device began to pace appropriately with normal impedance measurements. Although the patient was pacemaker dependent; no adverse patient effects were reported.,